Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that her blood glucose was low and treated herself and her blood glucose went up. Customer treated her low and took glucose. Customer stated that she was giving herself several bolus and she was getting no delivery alarm. Customer declined to troubleshoot and just wanted to know why she got the message. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. The insulin pump will not be returned for analysis.